Event description:
On (B)(6) 2013, the lay user/patient contacted lifescan (lfs) alleging that her onetouch ultralink meter read inaccurately high compared to another device. The complaint was classified based on additional information obtained by the medical surveillance specialist (mss) during a follow-up call with the patient on (B)(6) 2013. The patient reported the alleged issue started ¿2 months ago¿. On (B)(6) 2013 at 8:45 am, the patient stated she was at her routine doctor¿s appointment and obtained a blood glucose reading of ¿164 mg/dl¿ on the subject meter and ¿115 mg/dl¿ on another device (one touch ultra mini) performed within 30 minutes of each other. Based on statistical methodology the calculated difference between these glucose results exceeds the expected value of less than or equal to 30%. The patient manages her diabetes with insulin (novolog, self adjuster) and denied taking any action in regards to her normal diabetes management as a result of the alleged inaccurate result. The patient denied developing any symptoms at that time and did not receive any treatment while at the doctor¿s appointment. At the time of the follow-up call, the patient informed the mss that she tests her blood glucose 6-7 times a day. The patient stated that she adjusts her insulin doses based on her blood glucose results and her carbohydrate intake. The patient claimed that in the past 2 months that on two different occasions she developed symptoms she associated with a low blood glucose excursion. The patient reported the most recent excursion occurred on (B)(6) 2013 around 12:00 p. M. The patient stated she tested her blood glucose with the subject meter; however, she could not recall the result obtained. The patient mentioned she continued with her usual dose of medication (novolog, unknown dosage) in response to the result obtained at that time. The patient had lunch and then went to her grandson¿s birthday party. The patient reported at 3:00 p.m., she ¿just crashed¿. The patient stated she suffers from ¿low diabetic seizures¿. The patient¿s daughter tested her blood glucose and obtained a result of ¿64 mg/dl¿ on the subject meter. Her daughter immediately gave her some food and glucose tablets and then brought her into the hospital. The patient stated her blood glucose was taken at the hospital with a laboratory device; however she could not recall the results obtained, she stated it ¿was low¿. The patient reported that a health care professional (hcp) treated her with IV glucose. The patient confirmed feeling better, ½ hour to 1 hour, afterwards and was released from the hospital. During troubleshooting, the customer care advocate (cca) confirmed that the subject meter was set to the correct unit of measure setting. The patient was unable to walk through a control solution test at the time to test the subject meter and test strips. Replacement products were sent to the patient. This complaint is being reported because the patient claims she obtained inaccurate high readings on the subject meter, administered treatment based on the alleged result, and reportedly developed symptoms suggestive of severe hypoglycemia after the alleged meter issue began.

Manufacturer narrative:
Follow-up # 1 ¿ (10/09/2013).the patient¿s meter and test strips have been returned on 9/30/2013 and 10/7/2013, respectively, and evaluated by lifescan product analysis on 10/2/2013 and 10/9/2013, respectively, with the following findings:the meter passed all testing with no faults found. The reported issue could not be reproduced. The test strips were also tested and the primary complaint was not confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.